Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the stopper was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: phase: before blood collection. Defect: the rubber stopper is damaged. Quantity: 1 piece. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2347053 d.4. Medical device expiration date: 31-mar-2024 h.4. Device manufacture date: 13-dec-2022 d.10 device available for evalution? Yes d.10 returned to manufacturer on: 15-aug-2023 h.6. Investigation summary: bd received a sample and a photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for damaged stopper was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the stopper was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: phase: before blood collection defect: the rubber stopper is damaged quantity: 1 piece impact: no adverse effects on patients and medical staff